Event description:
I had essure implanted in 2006. Have had pain during daily activities on the left side continually. Ovulation is extremely painful and my body may be rejecting the metal in the device. Rx meds: ambien, xanax for sleeping. Otc meds: ibuprofen.